Event description:
It was reported that the ceramic break in uterus during a uterine resection. They managed to recover the ceramic pieces entirely which caused a prolongation of less than 15 minutes. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).